Event description:
It was observed during olympus' device inspection that the thunderbeat surgical instrument's jaw was broken. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ when a body fluid or tissue is present on the grasping section, probe tip or insertion section surface during the procedure, immediately remove it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. To avoid the load increasing around the distal end of the grasping section in order not to become hard to open or close, try to keep a clean grasping section during treatment by users. Otherwise, vibration failure or other issues may occur. ¿ be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.